Event description:
It was reported that the patient presented in clinic for a follow-up with complaints of dizziness. Interrogation revealed that the patient's right ventricular lead exhibited oversensing of noise leading to pacing inhibition. Programming changes were made. The lead was later removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of over-sensing noise was not confirmed. As received, only the distal end of the lead was received for analysis. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure. Electrical testing did not find any indication of conductor fractures or internal shorts.